Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During an animal study sponsored by biosense webster inc., (bwi) r&d, while using a pentaray nav high-density mapping catheter, it was reported that a foreign material ¿ on usable length of the catheter issue occurred. It was reported that when the pentaray catheter was removed from sheath, it was noticed that the catheter had a lot of "yellowish, white fibrous plastic material" tangled on the splines of the catheter. It was noted that the material did not appear to be biological. There was no resistance while introducing or retracting the catheter from the sheath. It was reported that the animal study had been completed at this point, and no replacement catheter was needed. No human patient involvement.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference (B)(4) has two reports: (1) MFR # 2029046-2021-01599 for product code d128201 (pentaray nav high-density mapping catheter) (2) this report for product code d128201 (pentaray nav high-density mapping catheter).